Manufacturer narrative:
A wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found that the stainless steel tube was not actuated beyond its reconstrainment limit, the stainless steel tube was bent, and the inner shaft and the outer sheath were kinked at the guidewire access sheath. No other issues with the device were noted. The noted damages on the returned device were consistent with excessive force being applied during use. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no other similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx uncovered stent was used for bile duct dilation during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on (B)(6) 2018. According to the complainant, during the procedure, when the position of the stent was checked following deployment it was noted that the stent had moved out of place and in to the intestinal tract. The physician removed the migrated stent using forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx uncovered stent was used for bile duct dilation during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on (B)(6) 2018. According to the complainant, during the procedure, when the position of the stent was checked following deployment it was noted that the stent had moved out of place and in to the intestinal tract. The physician removed the migrated stent using forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.